Manufacturer narrative:
Concomitant medical products: ddmb1d1 ICD, implanted: (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient may have received inappropriate therapy for an atrial arrhythmia with rapid ventricular response that the implantable cardioverter defibrillator (ICD) detected as fast ventricular tachycardia (vt). In addition, the patient¿s right ventricular (rv) lead exhibited possible intermittent t-wave oversensing (twos) post shock though it did not appear to alter ICD function. The ICD and rv lead remain in use. No further patient complications have been reported as a result of this event.